Event description:
The customer reported that the 9600 system locked up and was unable to fluoro. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on site investigation. The cable hanger ring was replaced, and the lemo receptacle repaired. The system was tested and is operating as intended.